Event description:
Missing plastic clip.

Manufacturer narrative:
Additional narrative: the investigation confirmed that the locking catch of the angled acet inserter was missing. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on (B)(4) ((B)(4)) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. This product was manufactured to the revised design however no further actions are identified. The complaint shall be closed to the device being used from normal use and service. It will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.